Manufacturer narrative:
Concomitant prdocuts: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient experienced increased spasticity in spite of an increased dose. The catheter was subdural rather than intrathecal. The catheter was located in the lumbar spine. It was noted that a pump study was done prior to a catheter replacement. At the time of the report, the patient was ¿somewhat improved¿.

Event description:
It was reported that the patient was not receiving relief. A dye study with fluoro ¿looked good.¿ a catheter revision was performed, however no issue was found during the procedure. The physician had revised the distal catheter segment in which 12.5 cm of catheter was removed and 26 cm was added. As of (B)(6) 2013, the revised catheter was filled with medication except for the 26 cm of catheter length that was added; a priming bolus was planned. Drug delivered via the device was lioresal (2000 mcg/ml) at a dose rate of 250 mcg/day. The reporter clarified that nothing out of the ordinary was observed regarding the catheter revision. The patient was doing well.

Manufacturer narrative:
(B)(4).